Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors causing excessive insertion resistance, including off-axis insertion, improper alignment of the guide, and excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/28/2025, a sales representative reported via phone that an ar-3688 knotless fibertak biceps implant system was very difficult to advance through the guide and would not exit the distal tip. No breakage was reported during the issue, and the device was removed without incident. The surgeon expressed concern about the amount of force required to mallet and insert the knotless fibertak biceps anchor through the guide. The case was completed using two ar-3641sp self-punching knotless 2.6 fibertak anchors with #5 suture. The issue caused a five-minute delay in the procedure, but no additional anesthesia was administered. The bone was prepared for implant insertion using the drill provided in the kit, and the bone quality was assessed as excellent. This issue was discovered during a biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm.